Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) implanted for non-malignant pain. It was reported that patient was in the hospital a year ago in (B)(6) and shortly after that she started having pain at the implant site. Then the pain at the implant site got better. The implant site started again 3 months ago and is gradually getting worse. Patient said she has turned stim off and when stim is off the pain at the implant site decreases. When stim is off she has a back ache and uses ice, patient doesn't turn stim on unless she has to because when stim is on it hurts when she walks. Patient was redirected to their hcp. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had been having pain at the implant site since a hospital stay. The rep reported that the patient was finding it difficult to walk and sit. The patient confirmed today that the pain at the implant site was still present when the ins was turned off. The rep checked impedances on the day of the report and found them to be in the normal range; everything was below 1,000 ohms. The rep indicated that there was a 20 pound weight loss over the last year. Additional information received from the consumer reported that the circumstances that led to the pain and back ache included pain in the unit site so they turned stimulation off. The implant was reset and the issue was not resolved. The patient was going to a healthcare provider on (B)(6) 2018 and noted that since it turned off they had undesirable pain. The patient stated she had an MRI done during a hospital stay for a cardiac event and since then had problems. The device had not worked as it did prior to the MRI, they weren¿t getting the same relief. The patient noted it shocks her when the device was off and in general didn¿t seem to be working. The patient mentioned she was told the battery needs to be replaced but she wanted to know if the stimulation was good or bad first.